Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information requested: what were the patient¿s indications for the procedure? Were there any pre-existing conditions that could have impacted the surgical outcome? Were any anticoagulants used prior to surgery? When was the bleeding manifested? Where was the bleeding located? Is the exact cause of bleeding been determined? What steps were used to fire and then release the device? How was the pin set on the device; manually or automatically? Has the cause of death been determined?

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pneumonectomy procedure, the surgeon used the device to ligate inferior pulmonary vein. All the staples were fired on the vessel but some of them stayed on it not being bent to b-shape. It is unknown how the procedure was completed. The patient was in critical condition and has died.